Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed successfully. Four days post procedure, the pt was seen by their physician and was complaining of pain at the groin site and said pt felt a "pop." The pt was diagnosed with a retroperitoneal hematoma and required surgery to remove the hematoma. The customer came to the conclusion that the complication was unrelated to the use of vasoseal elite and that there were underlying circumstances that caused the incident. No further complications were reported.